Event description:
The patient was first seen by the physician in 2014, indicating that the patient¿s parents most likely reported that the patient had increased seizures and discomfort at higher settings. It was unknown if the seizures were worse than his pre-vns baseline, but it was reported that the patient¿s parents were very happy with vns and believed that it helped the patient a lot. It was confirmed that the diagnostics performed were system diagnostics. No further relevant information has been received to date.

Event description:
It was reported that a patient experienced an increase in seizures with an increase in his vns settings. Diagnostics were performed and were within normal limits, but it was not recorded if the test was a system or a normal mode diagnostic. No further relevant information has been received to date.